Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Catheter leak could happen due to various reasons. However, in the absence of returned sample further investigation could not be conducted and an actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that: for 3 patients in the hospital during the same period, urinary leaks occurred at the level of the bladder catheter. Size 14 or 16 catheters are generally inserted for women. As per instructions, the balloon was filled with 10 ml water. In regards with these incidents catheters were changed or need to test the balloon filling with more or less mobilization from nurses.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: for 3 patients in the hospital during the same period, urinary leaks occurred at the level of the bladder catheter. Size 14 or 16 catheters are generally inserted for women. As per instructions, the balloon was filled with 10 ml water. In regards with these incidents catheters were changed or need to test the balloon filling with more or less mobilization from nurses.